Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of a software error from the insulin pump. The customer's blood glucose reading was 192 mg/dl. The customer stated that the screen went blank when she tried to set up a bolus. The customer stated that the pump stated to count backwards when it was restarting. The customer stated that the alarm did not occur right after a battery change. The customer stated that the alarm occurred after pressing act while a bolus was delivering. The customer was advised that the alarm is a program safety alarm that occurs after a specific series of steps are performed. The customer declined to replace her pump.